Manufacturer narrative:
P-cap / reservoir locks properly into place. Device history and trace files downloaded successfully using thus software. Device passed displacement test and self test. However, device received with low battery alert in less than 1 week and confirmed in insulin pump history files as a result of high active and sleep currents due to failed capacitor (high leakage current) located in electrical board 1. Swapped electrical board 1 with a test board, and both sleep and active currents were within specifications. The following were noted during visual inspection: corroded battery tube, scratched case, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. P-cap / reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test and self test. However, unit received with low battery alert in less than 1 week and confirmed in pump history files as a result of high active and sleep currents due to failed capacitor (high leakage current) located in pcb 1. Swapped pcb 1 with a test board, and both sleep and active currents were within spec. The following were noted during visual inspection: corroded battery tube, scratched case, and pillowing keypad overlay. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump did not receive a low battery alert prior to the replace battery alarm. The insulin pump received second occurrence of replace battery alert with low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.